Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum ) issue. It was reported that the display was dim and parts of the screen were discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the up arrow button was noted to be under-responsive. The keypad cover was removed and contamination was observed around all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.